Event description:
When laparoscopy drape was removed from skin at the end of the procedure, the adhesive was so strong that it caused bilateral skin tears to the patient hips that had to be sutured.

Manufacturer narrative:
This incident was communicated to medline on 08/22/2014. Additional information was requested from the original reporter on august 25th and as of today no response was received.